Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a bumpy red rash under the lifevest garment. The patient reported that he spoke to his doctor about the rash, as it may be related to the medication he was taking. During a follow up the patient reported that the rash was the worst under the front therapy pad and that his new medication can cause rashes. There was no broken skin. Patient reported applying cortizone cream to the area and taking benadryl. During a final follow up the patient reported that he was getting treatment for the skin condition and was instructed by his doctor to leave the vest off until his skin condition improved. No allegation of a device malfunction.